Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system shut down and would not reboot. No pt injury was reported.